Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were unable to charge. The implantable neurostimulator recharger (insr) was able to take a charge. The patient was in the hospital at the time of the report because of pain. They were able to communicate with other external devices just fine. The "ins battery low" screen was showing on the patient programmer. The patient said a manufacturing representative went to the hospital, on the day of the report, and interrogated the implantable neurostimulator (ins), they found nothing wrong with it. The ins was indicated for brachial plexus.

Manufacturer narrative:
Concomitant products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Analysis of the recharger (s/n (B)(4)) found the complaint was unverified. The connector was visually checked and okay and the recharger was plugged into a working desktop charger which allowed the recharger to charge to 100% with no problems. (B)(4).

Manufacturer narrative:
The implantable neurostimulator recharger (insr) (serial # (B)(4)) was returned however, analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.